Event description:
Boston scientific crm received information that this lead was attempted for placement into the right ventricle (rv), which resulted in a perforated rv. This was recognized by subsequent tamponade, a drop in the patient's blood pressure, and all vitals were lost. The patient was intubated and cardiac compressions were administered. The clinicians drew off 95 cc blood. The lead implant was never completed and the patient remained intubated. The lead was discarded following the procedure, and there were no allegations regarding the functionality of this lead relative to the perforation that occurred.